Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was initially reported the battery cap on the insulin pump was lost. Customer blood glucose was unknown. Customer reported the device was dropped and the screen was cracked. The outside of the device was also cracked. Customer's mother stated the screen was all cracked and it was hard to read. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was received unit with no battery cap. Unable to verify battery cap anomaly. Insulin pump had a cracked and bleeding lcd glass noted. Insulin pump was unable to perform displacement test due to lcd damage, broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.